Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that starting last night the pts implant battery was at 60% but the stimulation kept on turning on and off on its own even this morning. Caller was wanting a representative to look at the equipment since the battery stays on but was "dying" and the stimulator was not working. The caller was redirected to their healthcare provider to further address the issue. Pts hcp was (B)(6) . During call, caller made a comment of got brand new and using it, ps failed to capture clarifying statement; ps attempted to call caller back and reached their voicemail so ps left voicemail requesting a call back to clarify the statement got brand new using it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.